Manufacturer narrative:
4310 isi received the stapler 45 instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the reported complaint. The stapler was returned with a green reload stuck in the instrument jaws. The stapler release kit (srk) was used and the reload was removed without any issues. The instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions and the grips opened and closed properly. Upon visual inspection, there was no damage found. A review of the remotefe logs showed no failures. The stapler 45 green reload was found to have cartridge damage at the tip of the reload. The reload was installed into an in-house stapler 45 instrument and a ¿use reload installed, remove instrument and replace reload¿ message was observed. This implies that the reload was previously placed on a system. The reload was disassembled for inspection and there were no other damages.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the stapler 45 instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The stapler 45 instrument had 48 uses remaining. A review of the site's complaint history found no other complaints related to this product. No image, or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a stapler instrument was unable to unclamp or incurred a failure mode that is known to prevent unclamping of the instrument jaws. While there was no harm or injury to the patient, the reported failure mode could likely cause, or contribute to an adverse event if it were to recur. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, after the stapler 45 instrument was docked, the operator could not open the jaws. The instrument was removed, but the jaws could not be opened manually either. After the procedure, the jaws were opened with the stapler release kit (srk), however, the reload could not be removed. The procedure was completed with no reported injury.